Event description:
Info received indicates the buzzer is not working for bed exit.

Manufacturer narrative:
The tech found when zeroing the scale, the unit wouldn't beep and the bed exit works correctly, but doesn't have an audible alarm. He reconnected the wiring harness from the scale circuit board to the alarm board the unit now alarms.